Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was recurrent left inguinal hernia. The patient underwent a laparoscopic robotic-assisted recurrent left inguinal hernia repair. The patient experienced chronic pain, infection, rash, swelling, and clogged artery in stomach.